Event description:
Reporter reports back to back testing on the same meter, while using the active system with results of: 522 mg/dl to 86 mg/dl; 163 mg/dl tp 515 mg/dl; 518 mg/dl to 163 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.